Event description:
The internal balloon of the device deflated and the pt developed peritonitis. Reporter stated there was a similar incident on another pt during the same week. No further details were available.